Event description:
A patient reported experiencing inaccurate erratic results with a sse meter. The patient's blood glucose results were 300, 160 mg/dl. Tests were done within 11-20 minutes with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.